Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified subclavian vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during initial inflation, the balloon ruptured and a pinhole was noted. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition post procedure.